Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he is not able to see up close as promised by his surgeon. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 4/25/2012 and 5/8/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).